Manufacturer narrative:
Device alarmed motor error and then a35 during the rewind test due to motor encoder signal out of phase. Unable to perform the displacement test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to motor error alarm and a35 alarm. Installed a test motor, then the device was able to uploaded using carelink. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 500 mg/dl. Customer's other blood glucose value was 104 mg/dl. Customer stated that the insulin pump had pump error and motor error. Customer reported pump did require rewind. Customer not able to complete rewind. The device will be returned for analysis.